Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During anchor insertion, with roughly one third of the anchor inserted into the bone, the inserter shaft snapped above the anchor. The surgeon was able to remove the remaining broken piece of the inserter and then used a second inserter to remove the anchor. The anchor did not break in the patient and was intact. The inserter tip that broke in the anchor was removed with a clamp, afterward the empty inserter from another anchor was used to take the anchor out. Titanium anchor with no hole prep; the tip was tapped in burying one full thread with a mallet. No holes were left empty without product. A back up part was available to complete the surgery. The patient's bone quality was noted as being quite hard. No patient injury or other complications were reported.